Manufacturer narrative:
(B)(4): if additional info/clarification is obtained, a follow-up medwatch will be submitted. (B)(4)

Event description:
Info received on october 4, 2010, stated the nurse went into pt's room and the pump was continuing to run even though there was no feeding left. The pt had a fever the day after the malfunction. Additional info received on october 7, 2010, stated that it is unclear if the fever was related to the malfunction. The pt was treated for pneumonia; however, there were no signs of gastric distention or air in the abdomen. The pt is doing well currently. On october 12, 2010, received clarification that both the fever and pneumonia were treated with antibiotics.